Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Patient reported that he was using outdated version of g5 application. Dexcom representative advised patient to update g5 application to latest version, advised on keeping battery charged of the smart device all the time and advised on troubleshooting techniques, which was successful. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 and confirmed the reported loss of connection. No additional patient or event information is available.